Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Mechanical testing was performed and the testing did not identify any product abnormalities that may have caused of contributed to the reported helix extension/retraction problems. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to high impedance measurements. The lead was repositioned multiple times, however, the issue wasn't resolved. A helix issue was suspected as the impedance measurements where high when the helix was extended. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.